Event description:
A customer reported receiving system messages on the system prior to the procedure beginning. The pt had been given anesthesia. Five cases were subsequently canceled. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).